Event description:
It was reported that the patient presented after receiving shocks. Loss of capture was also noted. Interrogation revealed stored episodes of ventricular tachycardia (vt). The device did not rescue the patient and external defibrillation was used. An alert for possible high voltage lead issue and low, out of range hv lead impedance was received. A subsequent report two days later noted possible output circuit damage on the device and that charges were aborted. Due to poor health, no lead revision was performed and the vt storm was treated with medication. The patient remained hospitalized, but was transferred to different hospital where it was later reported that the patient expired. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.